Event description:
It was alleged by materiovigilance correspondent at the hospital (B) (6), in the fax received by our competent authority, (B) (6), that the patient felt in the hip while walking and the patient couldn't walk. It was further alleged that the nail broke.

Manufacturer narrative:
Device will not be returned for investigation. If the device or additional information becomes available, it will be reported on a supplemental report.